Event description:
It was reported that during a lap cholecystectomy, the clip would not hold the catheter in place and therefore, the cholangiogram could not be performed. The procedure was completed as normal without the cholangiogram. There was no patient consequence.